Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had burning and pain at the implantable neurostimulator (ins) site since (B)(6) 2014 when the stimulation kicked in and started to help with migraines. The patient had been working with the healthcare professional (hcp) about this since then and they had decided to wait before repositioning the ins. The hcp thought it just could be scar tissue forming. The caller also stated that they had bad migraines after surgeries and that was also why the hcp suggested waiting. It was noted that the burning sensation came back so the patient turned stimulation off. The patient stated that the burning sensation subsided but they still had instant pain at the ins site. The patient also commented that the ins was starting to protrude. The patient had the device for migraines. It was noted that one lead was by the eyebrow and the other occipital. It was later reported that there was a sharp, stabbing pain at the ins site. It was noted that this had occurred since (B)(6). The patient talked to the doctor the week prior to (B)(6) 2014 but they did not want to move the ins due to it being another operation and were trying to see if scar tissue would firm it up. It was noted that there were no falls or trauma. **information omitted which pertained to unrelated events. The manufacturer representative stated that the patient saw the doctor a week or two prior to (B)(6) 2014 and the patient wanted them to move the ins due to discomfort. It was noted that the doctor looked at the ins and saw none of the redness or swelling and did not want to move the ins. It was later reported that the doctor assessed the pocket two weeks prior to (B)(6) 2014 and found no problems at that time and the product was working just fine. It was later reported that they agreed to call the physician to discuss a possible revision. It was reported the heat testing on the recharger showed the over-temperature safety mechanism was working properly. It was noted th at if the antenna had gotten too warm during a recharging session the recharger would have been properly shut down. It was reported the recharger was not the cause of the complaint.